Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported she received "high readings" (readings are unknown) on her precision xtra blood glucose meter and also that her readings were erratic (i.e. Her readings would be high and then 5 minutes later would be low, but no specific readings or symptoms prior to the medical event were reported). On (B)(6), 2011 the customer reported she was admitted to the hospital, and also added she had gestational diabetes. While at the hospital, she was reportedly diagnosed with hyperglycemia and started on insulin with increased dosages. The customer further reported the doctor changed her diet, gave her an "IV", did stress tests and "checked vitals". There was no report of death or permanent impairment associated with this event.